Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet t-piece stuck accessory aft tube of t-piece. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the biopsy inlet t-piece. In addition, our technician confirmed that the operation channel (primary) buckled, the insertion flexible tube leak, the remote control buttons leak, the bending rubber cut, the lcb (light carrying bundle) defective, and the angulation down angulation failure; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.